Event description:
It was reported that the customer experiences elevated blood glucose reaching approximately 300 mg/dl when the fill estimate is below 100 units. Troubleshooting was performed and pump passed delivery system check. Customer stated that when cartridge and tubing is changed blood glucose levels stabilize.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant information be rec'd a supplemental form will be completed.